Event description:
The product was supplied to 2 pediatric pts (both over 1 yr). The "paddle" is hard and after several uses developed a curve which cut into the pt's neck and caused sores. Rptr notified MFR rep on 3/31. He stated he would seek a cause and call rptr back no later than 4/5. He did not call.